Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a staph infection and the system was removed. The physician tried to clean out the pocket in surgery; "infection still returned". The device system was used to deliver lioresal. It was noted that the pt lived in a nursing home. Additional info has been requested, a follow-up report will be sent if additional info becomes available.